Manufacturer narrative:
Other relevant components include : product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving morphine 10m g/ml for an unknown total dose via an implantable pump for malignant pain. It was reported the abdominal incision opened up and the pump was exposed to air for 5 days. The patient was undergoing cancer treatment and the healthcare professionals have stated that this was why the tissue opened up. No diagnostics/troubleshooting was performed. The patient was believed to have been started on antibiotics overnight before explant. It was noted that the issue was resolved at time of report, and the patient's status at time of report was "alive-no injury." It was stated that the pump was working great and controlling the patient's pain beautifully, and was sad that it was being removed today ((B)(6) 2017 because of risk of infection. The patient wanted to be re-implanted after cancer treatment was finished. It was noted that surgical intervention did occur, and the pump and catheter were explanted on (B)(6) 2017 due to the patient skin/tissue break down over the abdominal incision. Per the hcp the cancer treatment the patient was undergoing thinned the tissue until it opened up, and now will be removed due to possible infection. It was stated that the patient's skin opened up on friday morning ((B)(6) 2017) and the patient did not contact the hcp office until tuesday evening ((B)(6) 2017). The explant was scheduled/took place on (B)(6) 2017 and the pump and catheter were discarded. The patient's weight was unknown. The patient's medical history included cancer. Event date was noted as (B)(6)2017. No further complications were reported/anticipated.